Event description:
A peritoneal dialysis (pd) patient acted reported a cycler that alarmed screen was blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The fresenius medical technical representative replaced cycler due to blank screen. Advised patient to contact pdrn to inform of replacement. At least one full treatment (tx) has been completed with this cycler. Advised to discontinue use of this cycler. Patient does know how to perform manual treatments. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies. The device history record did not reveal any issues or problems related to the reported syptom codes. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.